Event description:
An attempt was made to deploy a 3.5 mm diameter x 18 mm length endeavor rx drug-eluting coronary stent in a patient. The target lesion, located in the rca # 1, was pre dilated; however, when the relevant device was delivered to the proximal lesion, angiography confirmed that the stent was not mounted on the delivery system balloon. It was reported that the relevant stent was found around the removed hoop. No abnormality was noted when removing the protective sheath. Communication from the field confirmed that the device was not inspected prior to use. The procedure was completed using another endeavor rx stent. The patient is reported to be fine post procedure. Medtronic has received the device and its analysis has been completed. The hypotube was bent and wavy. The balloon had been inflated. The stent, which was still in the protective sheath, had no damage. No further damage was noted.

Manufacturer narrative:
(B)(4): evaluation results: the damage to the returned stent is consistent with incorrect technique on removing protective sheath based on recreation studies; device not inspected prior to use. Evaluation conclusion: the damage to the returned stent is consistent with incorrect technique on removing protective sheath based on recreation studies; device not inspected prior to use.